Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1000 mg/dl resulting in the customer losing consciousness. The cause of the high bg is unknown; however, the continuous glucose monitor (cgm) sensor lost signal prior to the event, and the customer still expected to receive an alert to address bg despite no longer having cgm readings available. Customer delivered a correction bolus to initially address bg. The customer was subsequently admitted to the intensive care unit (ICU) where healthcare providers administered intravenous fluids of saline and insulin to treat bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer was discharged from the ICU on (B)(6) 2024 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.